Event description:
It was reported that this device was a replacement for another device that was having temperature deviation alarms. It was reported that this device has the same patient temperature deviation alarm occurring as the previous device. It was reported that the device was set to auto mode and used with a foley/bladder temperature probe connected to the device. A secondary temperature was confirmed and correlating. The goal temperature was 98.6f, with a current patient temperature of 100.2f, and current water temperature of 59.4f. The patient was not harmed during this event.

Manufacturer narrative:
The customer was advised to try a new temperature probe, unplug device for ten seconds and restart the unit. The customer did not confirm if this resolved the issue. H3 other text : evaluation was not requested.

Event description:
It was reported that this device was a replacement for another device that was having temperature deviation alarms. It was reported that this device has the same patient temperature deviation alarm occurring as the previous device. It was reported that the device was set to auto mode and used with a foley/bladder temperature probe connected to the device. A secondary temperature was confirmed and correlating. The goal temperature was 98.6f, with a current patient temperature of 100.2f, and current water temperature of 59.4f. The patient was not harmed during this event.